Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the top of the reservoir compartment piece was loosened. The customer¿s blood glucose level was 9.8 mmol/l. Troubleshooting was performed for damage. Customer stated that the reservoir locked in place when inserted into insulin pump, but they had to keep popping the ring back on. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump, and revert to a back-up plan. The insulin pump will be returned for analysis.